Event description:
It was reported that during right side atrial flutter procedure, the distal electrode of this catheter was defective and it displayed a black ring on the carto 3 system and there was noise on both the carto 3 system and the ep recording system. The cable was exchanged with no resolution. The catheter was exchanged and the issue was resolved and the case was completed without any patient consequence. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the char on proximal end of tip dome measured 2.5 mm in length thus marking october 15, 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and char was found at the proximal end of the dome. Then per the reported event, the catheter was tested and it passed temperature and generator tests but failed electrical test since electrode 2 did not show continuity. The catheter was dissected and it was found that the wire was broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that char may occur. The complaint condition about the noise and black ring was confirmed; however, the cause of the char remains unknown.